Manufacturer narrative:
. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/08/2024, it was reported by a sales representative via (B)(4) that an ar-613-48 ibalance¿ tka, modular t-handle broke in half. The patient was not affected. This was discovered during a knee procedure, with no reported patient harm. Additional information has been requested.